Event description:
Source says that child was left unattended in supine board. Another child in the room undid the leg straps, causing child in equipment to get caught in upper strap and lose consciousness as air was cut off. Source alleges that child died a week later as a result of complications related to this incident.